Event description:
The customer reported that the system shut down without command during a case. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was replaced and the system software was upgraded. The sys was then found to be operating as intended.